Manufacturer narrative:
Concomitant medical products: etlw1613c93e stent graft, implanted: (B)(6) 2013; etlw1628c124e stent graft, implanted: (B)(6) 2013; etbf3616c166e stent graft, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increasing, high thresholds. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.